Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported needle-to-cuff miss included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification. The amount of deflection will depend on the severity of the anatomical conditions. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, vessel tortuosity, or access site/groin scarring. Although, there is indication anatomical conditions influenced the product experience, it could not be confirmed. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The instructions for use (IFU), provides instruction for the preferred techniques to assure the successful delivery of the suture. The operator was reportedly trained in the use of the proglide device. There was no information provided to suggest incorrect operator deployment technique. Based on the reported information and the inspection criteria definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device.